Event description:
A pt experienced a loss of therapeutic effect. The pt stated that the therapy helped for the first three years, but now "it is a burden instead of help". The pt went to an ER due to being dehydrated from vomiting. The pt also suffered anxiety and panic attacks. A pump refill was scheduled for (B)(6) 2010, however, the pt was searching for an alternate physician due to a health insurance provided/physician issue. The pt was contemplating having their pump explanted and replaced. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).